Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four devices were received for evaluation; 1 event was duplicated during testing. Three events were not duplicated; however, the devices were not within specifications. Four devices were found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events, in which the device overheated. Three reported events had no patient involvement; no patient impact. One reported event had patient involvement with no patient impact.